Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed exiting the infusion set tubing during load fill tubing process. Reportedly, the cartridge was changed to address the issue and resume insulin therapy. Customer's blood glucose was 497 mg/dl